Manufacturer narrative:
(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jan-2017: ptc investigation result. Company causality comment: this non medically confirmed case refers to an adult female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as chronic pain, serious due to medical significance) and headaches (non-serious). Three and a half year after placement, she underwent hysterectomy to remove the device (outcome unknown). Uncharacterized pain is an anticipated event according to the reference safety information of essure. Given the nature and course of the event, a causality of essure device cannot be excluded (related). The case was classified as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pain (serious criteria medically significant and clinically significant/intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pain and headache outcome was unknown. The reporter considered pain and headache to be related to essure. Company causality comment: this non medically confirmed case refers to an adult female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as chronic pain, serious due to medical significance) and headaches (non-serious). Three and a half year after placement, she underwent hysterectomy to remove the device (outcome unknown). Uncharacterized pain is an anticipated event according to the reference safety information of essure. Given the nature and course of the event, a causality of essure device cannot be excluded (related). The case was classified as incident since device removal was required. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2015). At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter added, event pain was recoded from chronic pain to pelvic pain female. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.